Manufacturer narrative:
The philips field service engineer worked with the customer/ biomed and found that the customer is not replacing the water traps every two weeks and may be replacing only when an occlusion inop is generated. Device labeling (instructions for use) instructs users to replace the water trap every two weeks, or when it is full. The water trap is a consumable supply item that requires periodic replacement. This issue is not a device malfunction. No further investigation or action is warranted.

Event description:
The customer reported incorrect / inaccurate co2 (too high level of co2). The m1019a reading was normal, but the blood gas they performed was a lower reading. It was reported that the clinical staff had problems in waking the patient. Once they woke up, the patient they were not aware of any medical issues for the patient as a result of the incident. Patient's health constitution was fine.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported incorrect / inaccurate c02 (too high level of c02). The m1019a reading was normal, but the blood gas they performed was a lower reading. It was reported that the clinical staff had problems in waking the patient.